Event description:
It was reported to nova biomedical that a consumer received a result of 331 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 203 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The test strips will not be returned for eval as they were used up by the consumer.